Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. The device was visually inspected and it passed. Voltage testing was performed and passed. A pairing test was performed, and it passed. A review of the share logs was performed and a failed transmitter error was found within the investigation window. The allegation was confirmed. The root cause was determined to be a low transmitter battery that lead to a failure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred. Data was evaluated and the allegation was confirmed. The root cause was determined to be a low battery that led to a transmitter failure. No injury or medical intervention was reported.